Event description:
It was reported that the patient experienced a hematoma and vessel damage, leading to open surgery and additional covered stent placement. An enroute inflate transcarotid rx balloon was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. An enroute stent was implanted and post dilated using the inflate balloon. The procedure was completed without issue, and final images revealed nothing notable. The patient was moved to the post anesthesia care unit (pacu), and shortly thereafter developed a hematoma. The patient was brought back to the operating room and a redo tcar was performed, at which point vessel damage was noted. An additional covered stent was placed to treat the vessel damage. The physician suspected that the vessel damage may have occurred during post-dilation of the stent. The patient remained hospitalized at the time of reporting.